Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: fold creases, a linear opening on anterior, yellow biological tissue on the shell, and total delamination on plug strap disk shell. Leak test and microscopic analysis was performed which identified: a striated opening on anterior and total delamination on plug strap disk shell. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening on anterior assessed as surgical damage consist in the use of some surgical tool. Total delamination on plug strap disk shell assessed as adhesive failure. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: exchange from textured to smooth due to concern with the product

Event description:
Healthcare professional reported right side "exchange from textured to smooth due to concern with the product". Healthcare professional added, "bilateral capsular contracture grade 3". Device has been explanted.